Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 31 mg/dl. It was reported that the customer was brought to the hospital to bring up her blood glucose levels. It was reported that the customer was treated by paramedics before being brought to the hospital. The customer reported slipping and falling during a snow storm resulting in concussion and pain in the knees. No additional information was provided.